Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to analog board. The analog board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a male patient (age unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.